Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had an impact and the battery housing, power supply connector, and front panel are damaged. There was no reported patient involvement.

Manufacturer narrative:
The customer was given a quote for repair, however, the customer refused the quote and decided not to repair the device.